Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 4/13/15. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: pump was returned with all of the keypad buttons operating properly and responding. Issue cannot be duplicated. No evidence of physical damage on keypad. Removed keypad to further investigate- no evidence of contamination found. Unrelated to the complaint, the battery compartment is cracked and the display is dim - the letters have a red hue.